Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer's blood glucose level. Customer was guided by technical support to perform a pump reset, after which the cgm error code did not reappear. Technical support advised the caller to wait 20 minutes before starting a new sensor session, which the caller understood and acknowledged.